Event description:
It was reported that an IV pole became attracted to the magnet and became stuck. A ge field service engineer attempted to remove the IV pole when it shifted and cut his left shin. The field engineer went to the emergency room where he received 4 stitches. The stitches have since been removed and the injury required no further treatment.

Manufacturer narrative:
Following the incident the magnet was ramped down so the IV pole could be removed. The cosmetic damage to the magnetic covers of the mr system was repaired. The system was calibrated and turned back over to the customer for use. It is confirmed that the site has a copy of the mr operator manual and has received magnet safety training. Reference the mr safety guide, operator manual, 2381696-100 (05/2013) rev. 14; page 48, states "use only non-ferrous oxygen tanks, wheelchairs, gurneys, intravenous (IV) poles, ventilators, etc. In the magnet room. Be sure anyone who has access to the mr suite is aware that only non-ferrous items are allowed in the magnet room. Make them aware that policies and procedures are in place for bringing medical devices and other equipment into the magnet room".